Event description:
A physician attempted arteriotomy closure using the starclose device after an unknown procedure. During the procedure, the vessel locator button would not stay depressed. The physician removed the device and reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.